Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system on (B)(6) 2024 to the abdomen and flanks, on (B)(6) 2024 to the abdomen and flanks, on (B)(6) 2024 to the abdomen, and on (B)(6) 2025 to the abdomen using the curve 150 applicator (c150) the patient was indicated with paradoxical hyperplasia (ph) to the abdomen. The liposuction quote was sent and attached in the record.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system on (B)(6) 2024 to the abdomen and flanks, on (B)(6) 2024 to the abdomen and flanks, on (B)(6) 2024 to the abdomen, and on (B)(6) 2025 to the abdomen using the curve 150 applicator (c150) the patient was indicated with paradoxical hyperplasia (ph) to the abdomen.